Event description:
The iab leaked. This was the only info at the time of the report. On 7/28/98, the following was reported to datascope: there was a loss of pressure waveform 30 mins after balloon insertion. There was no pt injury or complication as a result of the event. The pt had open heart surgery and remained in ICU. [Event complications]: unk-reported 7/1/98; none-rpt'd 7/28/98.